Event description:
It was reported that the pacemaker dependent patient with chronic atrial fibrillation was at the change out procedure and it was found that the device was at elective replacement indicator (eri) voltage; however, eri hadn¿t triggered. The device only lasted approximately 4 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 693565 lead, implanted: (B)(6) 2012. (B)(4).